Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having trouble filing the reservoir due to suction and air bubbles. The blood glucose level at the time of the incident is 112 mg/dl. Customer stated insulin was not stored at room temperature however when she filed up the reservoir it was. The customer was instructed to change set. The product will not be returned for analysis.